Manufacturer narrative:
The technician found that the casters stems were rusted and frozen which kept the casters in the neutral position at all times. He also found the brake detent mechanism was cracked. He replaced the casters and the detent mechanism to repair the bed.

Event description:
Information received indicates the brake pedal appeared to be in brake, but the casters did not hold.